Event description:
According to the reporter, during a laparoscopic sleeve procedure while on 6th staple firing at top if sleeve, handle turned itself off in the middle of firing. It was specified that the device that was involved in the issue was the handle, and there was no issue with shell or reload. However, a new handle was used with fresh shell and reload, the handle rest itself and then reload was retracted when it turned itself back on to complete the case and resolve the issue. The staple line was incomplete and a new reload was fired across to fix what was unfinished. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.